Event description:
Implant date: 1990. Patient complained of pain. Revision surgery in 1999 for percutaneous removal of one of the screws. Patient continued to complain of pain. Revision surgery in 1990 to remove right side of construct, at which time it was found that one of the screws was in contact with a nerve root. There was no damage to the nerve root. The rest of the construct has not been reported to have been explanted.